Event description:
Philips received a complaint on the heartstart xl indicating the defibrillator's mains power supply socket fell out. There was no patient involvement. Results of functional testing indicate that the defibrillator's mains power supply socket fell out. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty mains power supply socket. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the socket fell out after plugging in the power cord which was caused by faulty socket mounting. The socket was re-mounted properly, and full functionality was restored. The device remains at the customer site and no further evaluation is warranted at this time.